Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the no issues were noted with button tactile. The pencil gave off an alarm when connected to the self-activation box. Error e322 was displayed when the pencil was connected to the generator. The device could not be used. The device was brought to the attention of manufacturing for a self-activation issue. It was reported that the device did not activate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of alarm activation. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the hand switch was unresponsive. It was replaced with new e2350h. There was no patient inv olvement. Medtronic's initial evaluation of the incident found the pencil gave off an alarm when connected to the self-activation box.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the hand switch was unresponsive. It was replaced with new device. There was no patient inv olvement. Medtronic's initial evaluation of the incident found the pencil gave off an alarm when connected to the self-activation box.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city and MFR region), d4 (UDI), g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing noted that there were no issues noted with button tactile. The pencil gave off an alarm when connected to the self-activation box. Error "e322" was displayed when the pencil was connected to the generator. The device could not be used. It was reported that the device did not activate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was an alarm activation. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.